Event description:
The nurse practitioner was going to use povidone-iodine swabsticks for skin antiseptic for an umbilical line placement. The swab was opened by the bedside nurse to hand off in a sterile fashion to the provider placing the lines. The first stick was opened and the provider removed it from the package and it was dry and never had iodine on it. This process was repeated with 3 separate swabs that were dry without iodine. No harm to patient, but delayed the procedure while nurse located swabs with iodine.